Event description:
Linvatec pump and tubing were being used during pt's arthroscopic surgery of lt knee. Surgery started at approx 0730. Pump alarm went off and nurses checked pump which appeared to be working fine, and reset the alarm. Alarm went off a second time at approx 0815. Rn asked surgeons: "are there any large holes or anything?" And they said no, but noted the pt's thigh appeared to be somewhat tense. Rn told them it appears the pump's tubing sensor was not functioning correctly. Rn changed the pump tubing and surgical team went on with the surgery (pcl reconstruction). No other alarms sounded. Pt was discharged to home, following surgery, as planned.